Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to discomfort with the implant. It is unknown if there are plans to re-implant the patient as of the date of this report.